Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in a patient with this flotrac sensor, the cardiac output (co) and cardiac index (ci) values obtained seemed to be out of range, however patient status was quite stable. It is unknown, if any error message was displayed. Exchanging the device with a new one solved the issue. Patient was not treated based on wrong values and there was no allegation of patient injury. The device was available for evaluation; however, it has not been received yet. Patient demographic data was unable to be obtained.